Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Attempted communication between returned sensor and known good reader. Incompatible sensor message was observed. An extended visual inspection was also performed. Visual inspection has been performed on the returned sensor and no issue was observed. The sensor was scanned using the evm (evaluation module). Attempted to communicate a known good libre 2 reader with the returned sensor. The reader communicated successfully with the sensor. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "scan error" message and was unable to obtain readings. As a result, customer experienced "unable to sign their name" and received third-party treatment of "glucose tablet" (type/dose unspecified) by a healthcare professional (hcp). There was no report of death or permanent impairment associated with this event.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "scan error" message and was unable to obtain readings. As a result, customer experienced "unable to sign their name" and received third-party treatment of "glucose tablet" (type/dose unspecified) by a healthcare professional (hcp). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.